Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out with the system during removal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The event occurred following treatment of abdominal aorta to common iliac stenosis using a retrograde approach from the right groin, during which a non-cordis 7f guiding sheath was exchanged for a 7f × 10cm short sheath prior to the device use; the cause was unknown and the product was discarded at the facility due to infection-risk concerns. The procedure used a retrograde approach. The deployer had completed mynx training. The femoral artery¿s suitability was confirmed on angiography, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm with no vessel tortuosity or peripheral vascular disease (pvd) in the puncture vicinity. Hemostasis was achieved with manual pressure for approximately 20¿25 minutes. The device was stored and prepared according to the instructions for use (IFU). The sealant was deployed completely above the access site and came out of the body together with the device, without partial protrusion. The sealant did not dislodge from the arteriotomy, though it appeared to adhere to the device. Device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during device use. The device was realigned to the insertion angle, and the non-cordis sheath was removed with light fingertip compression. The device was not returned for evaluation. A product history record (phr) review of lot j2513502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device. However, patient factors (if the patient had a shallow vessel depth) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button # 2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f¿7f mynx control vascular closure device (vcd) came out with the system during removal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The event occurred following treatment of abdominal aorta to common iliac stenosis using a retrograde approach from the right groin, during which a non-cordis 7f guiding sheath was exchanged for a 7f × 10cm short sheath prior to the device use; the cause was unknown and the product was discarded at the facility due to infection-risk concerns. The procedure used a retrograde approach. The deployer had completed mynx training. The femoral artery¿s suitability was confirmed on angiography, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm with no vessel tortuosity or peripheral vascular disease (pvd) in the puncture vicinity. Hemostasis was achieved with manual pressure for approximately 20¿25 minutes. The device was stored and prepared according to the instructions for use (IFU). The sealant was deployed completely above the access site and came out of the body together with the device, without partial protrusion. The sealant did not dislodge from the arteriotomy, though it appeared to adhere to the device. Device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during device use. The device was realigned to the insertion angle, and the non-cordis sheath was removed with light fingertip compression. The device will not be returned for evaluation.